Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported their lower back and neck pain worsened and their healthcare professional wants to have the implantable neurostimulator (ins) explanted so the patient could have an MRI. It was noted that the therapy never really covered pain. The recharge interval was shorter and the ins was dying too soon starting about a year ago. Additional information received from the patient indicated they were requesting their stimulator to come out. The patient had accidentally forgotten to recharge the battery a few times and the patient noticed the battery needs charging more often than before. The patient had continued pain and weakness down their neck, arms, and hands and needed an MRI "like 4 times" due to the swelling and pain moving down to the lower back and neck, shoulders, and hands. They were still on a lot of meds and tried medical cannabis but it was too expensive so the patient and their doctor agreed to move forward to get the battery and leads removed and have the MRI so they could see what was happening that a myelogram and CT scan can't show. The patient needed pain relief. They wanted an MRI, possibly a pain target delivery for chronic pain and would like a new stimulator that can have an MRI. The patient knew there were more problems in their spine because it prevents the patient from everything. The ins was indicated for malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.